Manufacturer narrative:
The reported failure of an inoperative error code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number h32565752d19b, review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The trilogy evo ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction, and the device was not in patient use at the time of return. During evaluation at the manufacturer's service center, review of the downloaded event log identified an evt_commsfail_ui_to_tpy ventilator inoperative error code, indicating a ripc communication failure between the therapy and user interface (ui) cpus. To address the issue, the system printed circuit assembly (pca) was replaced. Following replacement of the system pca, the device failed the internal flow verification test. The flow sensor was subsequently replaced to address the test failure. Routine preventive maintenance was completed. The connection cover was replaced due to observed damage. The air inlet foam filter, particulate filter, and muffler assembly were replaced as preventive maintenance components. Final testing, including battery check, valve check, run-in testing, and cleaning, was performed. The device successfully met all acceptance criteria and was confirmed to be operating properly. Additionally, the software was upgraded from version 1.06.10.00 to version 1.06.15.00.